Event description:
Unknown guidewire was advanced and crossed a cto lesion in left tibial artery, then the guidewire was exchanged with fielder xt guidewire and poba procedure was conducted by using an unknown balloon catheter. After 3 hours operation, the procedure completed and the guidewire was removed. Physician noticed that the plastic coating over distal coil section is partly missing.

Manufacturer narrative:
Distal tip approximately 30mm was observed rounded and bent at several points, plastic jacket over the coil section was detached for approximately 5mm at tip end. Observation of the plastic jacket breakage site revealed the trace that it was pulled apart before separation. Lot history review revealed no anomaly relating to this event, no other incident report was received for this lot. It is presumed that the rotational and/or push-pull force was inadvertently applied to the guidewire distal end that was advanced into and trapped by the cto lesion, and that the accumulated force exceeded the product design limit when the guidewire was pulled back, resulting in breakage of the plastic jacket. Warning section of IFU describes: "before a guidewire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guidewire without observing corresponding movement of the tip; otherwise, the guidewire may be damaged." "If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged...result in fragments being left inside the vessel."